Event description:
The MFR received info alleging a "service required" alarm condition occurred. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the MFR's service ctr, "service required" codes were observed in the ventilator's downloaded error log. The device's power mgmt board was replaced to address the issues.